Event description:
It was reported that the patient presented to the hospital after receiving and alert for backup vvi. A device download was performed successfully. No patient symptoms reported. The device remains implanted.